Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h7, h9, h11. The device was returned to olympus for inspection and the reported failure was not reproduced. No anomalies were found during the device evaluation. Based on the results of the investigation, it is likely there was an issue with the equipment between the uhi-4 and abdominal cavity, and it likely caused the air supply blockage. Uhi-4 log analysis findings: 1. When the abdominal pressure measured 0mmhg, the air could only be supplied at a flow rate significantly lower than originally anticipated in some cases. It was found that sufficient air pressure was applied according to the pressure sensor value. It was confirmed that this status is unstable, and sudden return to the original flow rate was observed. -it was considered possible that an issue with the equipment between the pneumoperitoneum device and the abdominal cavity (such as trocars) was causing unstable communication with the abdominal cavity. 2. Suction could not be confirmed during smoke extraction in some cases -it was considered that there was issue on the continuity on suction tube. 3. During the first half of the procedure, abdominal pressure increased due to the administration of a small amount of air. At that time, pressure fluctuation, which can be confirmed normally, due to artificial respiration while anesthesia could not be confirmed. On the other hand, during latter half of the procedure, increases in abdominal pressure due to small volumes of insufflation are uncommon, and pressure fluctuations during artificial respiration could be also observed. -the following two possibilities could be considered. -during the first half of the procedure, there was an issue with the equipment between the pneumoperitoneum device and the abdominal cavity, and pressure was measured other than abdominal pressure. -during the first half of the procedure, due to adhesions and surgical technique, the cavity into which air was insufflated was significantly smaller than the normal abdominal cavity. 4. Short-time abdominal pressure became 0mmhg multiple times. Before and after that, no significant change in abdominal pressure was observed. During abdominal pressure was 0mmhg, also before and after that, 2 pressure sensors indicated same values effectively. - measurement was performed correctly, it is thought that 0mmhg was observed actually. Following 2 possibilities can be considered. -there was issue with the equipment between the pneumoperitoneum device and the abdominal cavity and small amount of co2 leaked outside occasionally. -customer changed connection of air supply tube, or connection check was performed frequently. 5. Overpressures were observed multiple times. There was a sudden, rapid rise and fall in pressure over a short period. - in cases where the pressure throughout the entire abdominal cavity is actually elevated, it is unlikely that spike-like overpressure would occur. Similar to the operation when the air tube is clogged. It was thought that there was issue with the equipment between the pneumoperitoneum device (such as trocars), and it was possible that the situation was close to a tube blockage. 6. It was confirmed that smoke exhaust was activated under overpressure conditions, but no smoke exhaust occurred. (Under overpressure conditions, smoke exhaust is not possible according to specifications). - customer complained that suction was not performed even turn on the smoke exhaust. The customer may not fully understand the device specifications. 7. The range of pressure fluctuations during artificial respiration under anesthesia was not large. - the patient was in a sufficiently relaxed state, so the overpressure caused by insufficient patient relaxation observed in many cases is considered not to have occurred in this case. 8. Two pressure sensors indicated same values effectively as anticipated. Air supply was performed as anticipated based on the pressure sensor value. -the device operated properly and it can be thought that unobservable overpressure did not occur. Log analysis conclusions: the following were presumed from log analysis results. ·the patient was in a sufficiently relaxed state, so the overpressure caused by insufficient patient relaxation observed in many cases is considered not to have occurred in this case. ·the device operated properly and it can be thought that unobservable overpressure did not occur. ·possibility was thought that an issue with the equipment between the pneumoperitoneum device and the abdominal cavity (such as trocars) was causing unstable communication with the abdominal cavity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During a laparoscopic inguinal hernia repair using the high insufflation unit, the customer reported that after pneumoperitoneum was established, the insufflation pressure remained at 0mmhg despite the abdomen being more distended and firmer than normal. The insufflation did not automatically stop, the system remained in an overpressure state, and the smoke evacuation foot switch did not respond. No overpressure or obstruction alarms activated. The issue was resolved temporarily after removing the tubing to allow natural exhaust and then swapping the port or reconnecting the insufflation unit's power supply, and the procedure was completed with the same device. The customer additionally reported that the co2 concentration was high during the procedure. Approximately two hours post-procedure, the patient developed bradycardia, and cardiac massage was performed. The patient later returned to normal condition. The customer noted that the patient had a significant medical history and stated that the insufflation unit was unlikely to be the cause. No further responses were received to follow-up questions.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.